Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reportedly returned to the manufacturer for investigation.

Manufacturer narrative:
Correction: MFR site plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was visually examined. A delamination was observed on the non-cavity ID end which extended from approximately 10° to 140° with the dialysate ports at 0°. There were no other defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. There was no indication of product nonacceptance, deviation, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.